Event description:
Patient presented with an infected tha. Prosthesis was removed.

Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm -4 lfit v40 head, cat# 6260-9-032, lot# 33833401. Accolade 132 size 2.5, cat# 6020-2530, lot# 34353106. Trident psl ha cluster 50mm, cat# 542-11-50e, lot# mjl4d6. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident 10 degree insert 32mm ID was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Patient presented with an infected tha. Prosthesis was removed.